Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune tka to treat osteoarthritis. The patella was resurfaced and depuy cement x2 was utilized. The procedure was completed without complications. Attune knee medical records received ad 23 apr 2021. After review of the medical records the patient was revised to address loose tibial component of left tka resulting to pain. Operative note reported proliferative synovitic reactive tissue throughout the joint. Extensive synovectomy was performed removing the suprapatellar synovium, medial and lateral gutters synovial tissues and posterior tissues. Femoral and patellar was stable. Tibial tray was subsided and loose at the cement to implant interface. Femoral component and patella were not revised, no indication of deficiency. Insert was revised without deficiency indicated. The procedure was completed without complications. Doi: (B)(6) 2016: dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.